Manufacturer narrative:
A cardioquip customer requested that their device receive an internal water pathway replacement due to suspected contaminaiton. During the investigation of the device, epidemiology confirmed through hpc testing that the device contained bacterial contaminants outside cardioquip's specifications. The device was returned to specification via an internal water pathway replacement. Following the repair the device passed inspection and is fully functional.

Event description:
Customer requests an internal water pathway replacement.